Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. It was reported that the rep called back to confirm the patient did not have a MRI but a CT scan on (B)(6) 2018. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 701 mcg/day. The reason for use was not reported. It was reported that there was a motor stall seen at initial interrogation. It was unknown if the patient recently had an MRI (magnetic resonance imaging). Per the event logs, a motor stall occurred on (B)(6) 2018,the recovery occurred on (B)(6) 2018, and another motor stall occurred on (B)(6) 2018. Programming steps occurred in between the stall and next recovery on (B)(6) 2018. Tube set also occurred on (B)(6) 2018. The caller had not confirmed that MRI/emi was the reason for the stall. The patient came from the hospital so there may have been a possibility that the patient had MRI¿s. When the caller read the affected pump today she confirmed that the pump was stopped more than 101 hours and they are explanting the pump and putting a new pump in today ((B)(6) 2018). Eos (end of service) is less than 1 year, as (B)(6) of 2012 was the pump implant. Troubleshooting with caller consisted of reviewing pertinent information per caller's inquires. The rep will confer with the hcp. Pump status and/or event log reported there was a motor stall that occurred, motor stall (active), stopped pump period may exceed tube set, and multiple motor stalls & recoveries. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2018. The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2018. It was reported that the cause of the motor stall was not determined. The patient¿s weight at the time of the event was unknown. There were no further complications reported/anticipated.